Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that the lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the guidewire became stuck in the left ventricular lead. No action was taken and the issue was noted to be resolved; the lead status is unknown however. The patient was a participant in the electrocardiogram (ECG) belt study. No patient complications have been reported as a result of this event.